Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was an incomplete seals using generator yet obtaining end beep indicating seal was completed, but there was still bleeding. The surgeon was using the device as handpiece while using the generator. Blood transfusion was not needed. A new different handpiece was used with different generator to complete the procedure. There was no patient injury.